Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated that the aides were side transferring the patient and the lift tipped over and the patient fractured their back. Reporter alleged the patient hit the floor. The ems did come and take the patient to the hospital. The patient was treated and given prescription pain meds and released the same day. Xrays were done and the patient did have a compression fracture on his back. The unit was service on (B)(6) 2016 and was serviced after the incident on (B)(6) 2016 and is in good working order. The (B)(6) state health surveyor contacted invacare to see if we reported the event. We were unaware and we contacted the facility to obtain more information. He alleged that the patients clothes were caught on the wheelchair causing the lift to tip while being side transferred. Update from consumer affairs on (B)(6) 2016: the administrator at the facility stated that the rep is coming out tomorrow to do an in service for the employees to make sure they are operating the lifts properly. He said in this case, they did a side chair transfer and he thinks clothing got caught during the transfer and the chair tipped to the side and the lift fell over. There was no malfunction to the lift. He said the lift was just serviced (B)(6) and in good working order prior to the alleged incident as well as serviced and in good working order after the incident. No end user information provided and they said the end user returned and is doing well. No further information provided.